Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with the t1 anchor detached from the needle. The t2 anchor was pushed against the needle dimple. The suture had been pulled out from the needle sleeve. No physical damage visible to the device. A functional evaluation was performed on the returned device and found the t2 anchor could be deployed as intended when using a reference meniscus. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair, while using the fast fix 360, t1 had been implanted and was removed from the meniscus. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.